Manufacturer narrative:
The root cause and root cause sub class cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. There are pre-identified risk factors that could cause a heat cell contents to leak listed in the hazard analysis ((B)(4)). In addition to these hazards, there are multiple risks that are outside the control of the site. There are material and product defect risks identified and mitigated to reduce the risk of these defects. In addition to these hazards, there are risk that are outside the control of the site. Which include things like user damages cells upon opening (e.g. Scissors). The warning labels on our products instructs the consumer not to use the product "if heat cell contents leak and/or wrap is damaged or torn".

Event description:
On 22-may-2024, a spontaneous report from the united states was received via email regarding a male consumer (age not reported) who used thermacare lower back & hip heat wrap. On 23-may-2024, additional information was provided by the consumer. After purchasing the product on 17-may-2024, the consumer noticed the product was damaged. The consumer had three wraps in total that were leaking. The wrap had one cell which was leaking. He did not have any injury. The consumer provided information on the following associated cases: (B)(4).